Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing record history could be performed. The device remains implanted. Therefore, direct product analysis was not possible. IFU technical information state: the gore® acuseal vascular graft can be cannulated early (within 24 hours after implantation). Patients should be carefully monitored when using gore® acuseal vascular grafts for vascular access. Puncture sites must be adequately separated when repeated needle punctures of the graft are necessary. Multiple punctures in the same area may lead to disruption of the graft material or formation of a perigraft hematoma or pseudoaneurysm. For additional information on early cannulation and vascular access, refer to the brochure "gore-tex® vascular grafts for hemodialysis: techniques for the care and cannulation of a-v grafts", available from w. L. Gore & associates.

Event description:
The following was reported to gore: on an unknown date, a 7mm gore® acuseal vascular graft was implanted as an interposition graft in a dialysis patient. On unknown date, a gore® viabahn® endoprosthesis was used to reline a gore® acuseal vascular graft. During the reintervention, what appeared to be a flap was observed on the back wall of the acuseal graft. It was reported during dialysis treatments, the graft wall must have been partially or fully penetrated by a needle, resulting in the graft wall damage.